Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to failed downstream occlusion test, which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed the dowsntream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.